Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, drainage, wound dehiscence.

Event description:
Healthcare professional reported that a patient developed ¿hardness. Breast opened and started draining clear fluid against right side. Device remains implanted.

Event description:
Healthcare professional reported "developed hardness. Breast opened and started draining clear fluid." Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted. This represents the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data.